Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 40 months inappropriate shocks were reported. The physician suspected a lead fracture. The lead was not returned.